Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. UDI: (B)(4).

Event description:
During a procedure, upon opening the package, it was discovered that the guide sleeve was positioned incorrectly towards the handle. After the sleeve was repositioned and the device was attempted for use, the anchor subsequently would not seat and the inserter tip bent. Another device was utilized to complete the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Product was visually examined. The inserter tip is bent; therefore that allegation is confirmed. The allegation of the support sleeve being slid to the handle upon opening the package cannot be confirmed in its returned condition. As returned, the sleeve is not pushed all of the way against the handle. The sleeve could not be disassembled for dimensional analysis due to the bent inserter tip. The entire device is still assembled with the exception of the anchor which is no longer set on the inserter tip. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.